Manufacturer narrative:
No button error alarm. Intermittent button response due to corroded keypad traces. Cracked display window corners, cracked reservoir tube lip, scratched lcd window, cracked battery tube threads and broken insulin pump belt clip slot.

Event description:
Customer reported the insulin pump alarmed button error. The blood glucose level was 197 mg/dl. Troubleshooting performed. Customer was trying to deliver a bolus and the device alarmed. Advised customer to discontinue the use of the device and revert to back plan. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.